Event description:
It was reported that the customer's insulin pump fell from a bucket and a section of the screen appeared cloudy and there was a black smear on it. Customer stated it did not look like moisture exposure. He also stated he was still able to see the display screen clearly and there was no other physical damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.